Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and non-guidant lead system displayed a loss of ventricular capture causing an undersensing of ventricular paced events resulting in the patient's intrinsic events being inappropriately labeled with vf markers. Guidant received additional information from the patient that a pulsing feeling has been noted in the implant pocket. It was further reported that the patient feels pressure in the armpit area.